Event description:
Reported stated the pump delivered the enternal feeding solution in 6 hours instead of the expected 12 hours. 240 ml were delivered in 6 hours. Following the event, there was no illness, injury or medical intervention, patient expired 2004 of unrelated causes. One patient involved. Event date given above is approximate.